Event description:
Device 2 of 2 (see MFR # 1627487-2010-01852). On (B)(6) 2009, the patient was implanted with an scs system. Patient was getting stimulation, but it he was not getting coverage on his left side. During the revision, the physician elected to replace the entire scs system.

Manufacturer narrative:
Method: the actual devices involved were reviewed. Results: two lead models were twiddled and one was missing the terminal end. The other has the stimulation end cutoff. Both the severely damaged leads returned, have dark discoloration inside. No other visible anomalies were noted. These two leads are incomplete; therefore, no electrical testing could be performed. Conclusion: the complaint about: "patient was getting stimulation, but he was not getting coverage on his left side" was confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.